Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This report was originally filed as 1644019-2023-01701. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a tip when attached to the handle it snapped during cataract surgery with intraocular implant. The procedure was completed after the tip was replaced with another one. There was no harm to patient.

Manufacturer narrative:
A single use ia tip sample was received and discarded at the manufacturing site for evaluation for the report of while attaching the tip to the handle, it snapped; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was received and discarded at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).